Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined.the reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
B5 --product returned for investigation --exterior physical visual inspection: passed. --voltage measurement: passed. --pairing with nordic bluetooth device/download: failed. D9 --device available from investigation g6 --follow up 001 h2 --device evaluation h3 ¿yes. Device evaluation attached. H6 --10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and passed a pairing with nordic bluetooth device/download was performed and failed.